Event description:
Information was received that a smiths medical jelco protectiv safety i.v. Catheter was being removed from the patient's antecubital site after three days of use. The catheter was noted to be fractured with the majority of remaining in the patient's vein. Subsequently, surgical intervention was required to retrieve the catheter. No additional adverse patient effects were reported.